Manufacturer narrative:
Continuation of d10: product ID: 978b128 (lot: va30mhx); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient had a revision. The patient had pain at the lead site. Patient was bending over trying on clothes when pain occurred. The device was checked, impedance was normal and patient had stimulation in appropriate areas on all four electrodes under 1ma. However x-rays confirmed lead twisting. There was twiddling syndrome. Surgical intervention done. The lead and implantable neurostimulator (ins) was repositioned since the ins was mobile and twisting lead on itself. The surgeon untwisted the device. Issue resolved.